Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between august 09, 2025 and august 10, 2025. H11: three (3) devices were received for evaluation. Visual inspection of the returned samples confirmed the reported issue. System level testing were performed on the returned samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes. It was observed that the compounding cycle completed with bubbles detected on port 5 with valve body cavity 1 and 2. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubbles in port 5. This was observed during delivery. There was no patient involvement. No additional information is available.